Event description:
It was reported that the pump would not turn on. As a result, the customer experienced a blood glucose (bg) level that was displayed as "high", although a specific value was not provided. The customer addressed bg with a correction injection. During troubleshooting with tandem technical support (tts), it was discovered that the customer had accidentally put the pump into storage mode and did not know how to turn it back on. Tts assisted the customer with resuming insulin and the customer continued using the pump for insulin therapy.